Event description:
It was reported that a pump failed flow rate testing. The customer stated that the pump was programmed to deliver 50 ml at a rate of 200ml/hr, however, the pump only delivered 28.5 ml.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and found to deliver within spec. Add¿l flow rate tests were performed with the unit passing. An add¿l flow rate test was performed using the biomedical testing infusion parameters found in the history log (for a period of one hour) with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. The unit also passed add¿l upstream and downstream occlusion tests.